Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, moisture was found in the battery compartment. A leak was found in the battery compartment. The battery compartment was cracked at the threads to the left of the grip pad. The battery cap threads were stripped. The battery cap was unable to fit to a returned pump or test pump. A test battery cap fit for testing. The pump was opened to find no moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case with moisture - battery compartment and battery cap) issues. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.